Event description:
It was reported that the device exhibited a cassette and air in line sensor error. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device had an air in line error. No service history was found. Review of event history found no error codes. Visual/functional testing was performed. The probable cause was unconfirmed with functional testing. The pump did not fail. Upon further investigation, found that the lens was scratched, and the downstream occlusion (dso) seal was delaminated. Replaced the dso seal, lens, lens seal, and grey overlay. Device passed all testing criteria post repair.